Manufacturer narrative:
Follow-up information received on 17-jun-2016. Plaintiff was (B)(6) by the time she underwent the essure procedure and was implanted with the essure device in or around (B)(6) 2012. Plaintiff is married and has four children. Shortly after undergoing the essure procedure, a hysterosalpingogram (hsg) test was performed and plaintiff was advised that her coils were properly placed. However, plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including chronic back pain, dental problems, and excessive hair loss. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms; from multiple physicians, but was unable to resolve her symptoms. On or around (B)(6) 2015, plaintiff underwent a hysterectomy to have the essure coils removed. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. No further information was provided. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced increasingly severe pain. Plaintiff underwent a hysterectomy to have the essure coils removed. The reported event, seen as pelvic pain, is listed according to essure reference safety information. In this case, it was reported that she never experienced this event prior to undergoing the essure procedure. Based on its nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were performed. The product technical complaint investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received on 04-may-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Quality-safety evaluation was received on 26-may-2016. Ptc global number (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment, considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain") in a 31-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), back pain ("chronic back pain"), tooth disorder ("dental problems") and alopecia ("excessive hair loss"). The patient was treated with surgery. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pelvic discomfort, back pain, tooth disorder and alopecia had not resolved. The reporter considered alopecia, back pain, pelvic discomfort, pelvic pain and tooth disorder to be related to essure. Quality-safety evaluation of ptc: quality-safety evaluation: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 18-apr-2018: the case will be deleted from bayer pv database because this is a duplicate from (B)(4) case. This case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced increasingly severe pain. Plaintiff underwent a hysterectomy to have the essure coils removed. The reported event, seen as pelvic pain, is listed according to essure reference safety information. In this case, it was reported that she never experienced this event prior to undergoing the essure procedure. Based on its nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were performed. The product technical complaint investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.